Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
B1 adverse event/product problem corrected.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.